Event description:
During a total laparoscopic hysterectomy with bilateral salpingectomy, the handle on the endostitch locked with the suture needle stuck inside the instrument. This occurred prior to using on the patient. Per staff accounts, another endostitch was opened and it became locked with the needle inside the instrument again. First instrument failure: lot jtk0464ex. Second instrument failure: lot jtk2397ex. Manufacturer response for surgical instrument, covidien endo stitch (per site reporter): returned by intake supply coordinator - response unknown at this time.